Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances greater than 2000 ohms. The physician suspects a potential set screw issue. This ra lead remains in service at this time. No adverse patient effects were reported.